Event description:
It was reported that the video system center tower displayed a touchscreen error 333. There were no reports of patient harm.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. E1 initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.